Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01840. Related manufacturer reference number: 1627487-2021-13293. Related manufacturer reference number: 1627487-2021-13294. It was reported that following a permanent implant procedure on (B)(6) 2021, the lead incision was open and not healing. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted.